Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with three prostyle devices using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when pulling the feet against the vessel wall, the feeling was stiff due to calcification. A cuff miss [suture retrieval issue] was noticed for all three devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to an interaction patient calcification due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two devices with the same reported issue referenced are filed under separate medwatch report numbers.